Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely damage to the charge-coupled device led to the image issue. Additionally, it is likely stress led to corrosion on the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broncho fiber videoscope exhibited a lack of image on the monitor and corrosion on the video connector. There was no patient involvement.